Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as x-rays showed that the humeral plate is fractured along its mid aspect. No signs of loosening, wear, radiolucency. Fracture of the mid-portion of a humeral plate is identified. No contributing factors are seen. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 816135020, 3.5mm cort lock scr 20mm ns, lot # unknown. Catalog #: 816135020, 3.5mm cort lock scr 20mm ns, lot # unknown. Catalog #: 816135020, 3.5mm cort lock scr 20mm ns, lot # unknown. Catalog #: 110030204, prx hum lo plt rt 14h 227mm, lot # unknown. Catalog #: 816135042, 3.5mm cort lock scr 42mm ns, lot # unknown. Catalog #: 816135042, 3.5mm cort lock scr 42mm ns, lot # unknown. Catalog #: 816135048, 3.5mm cort lock scr 48mm ns, lot # unknown. Catalog #: 816135050, 3.5mm cort lock scr 50mm ns, lot # unknown. Catalog #: 816135052, 3.5mm cort lock scr 52mm ns, lot # unknown. Catalog #: 816135054, 3.5mm cort lock scr 54mm ns, lot # unknown. Catalog #: 110017726, screw t15 lp cort 3.5x26mm ns, lot # unknown. Catalog #: 110017728, screw t15 lp cort 3.5x28mm ns, lot # unknown.. Catalog #: 110017728, screw t15 lp cort 3.5x28mm ns, lot # unknown. Catalog #: 110017728, screw t15 lp cort 3.5x28mm ns, lot # unknown. Catalog #: 110017728, screw t15 lp cort 3.5x28mm ns, lot # unknown. Catalog #: 110017732, screw t15 lp cort 3.5x32mm ns, lot # unknown. Catalog #: 110017734, screw t15 lp cort 3.5x34mm ns, lot # unknown. Catalog #: 110017736, screw t15 lp cort 3.5x36mm ns, lot # unknown. Catalog #: 110017736, screw t15 lp cort 3.5x36mm ns, lot # unknown. Catalog #: 110017738, screw t15 lp cort 3.5x38mm ns, lot # unknown. Catalog #: kw20ss, s3 k-wire 2.0x152mm (6 in) ns, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patients original case was approximately three weeks before hardware removal. Used a long 14 hole proximal humerus plate. The plate broke in the distal shaft at a locking hole just proximal to a oval compression hole. There were no signs of a fall or impact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.